Manufacturer narrative:
The pod was received with the cannula assembly deployed. Tears were found both on the unexposed and exposed portions of the soft cannula, and leaks originated from these tears. Corrosion was found inside the pod, and the batteries were depleted, as a result of insulin leaking from the unexposed cannula tear. In addition, a kink was found on the exposed soft cannula. It could not be determined when this damage occurred. The download data does not indicate any timeouts, pulse width increases, or drive stall occurring. The pod was received with evidence of blood on the adhesive pad and in the bottom housing window. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding at the infusion site. The exact cause of the reported bleeding could not be determined. A small crack found on the outer housing. It could not be determined when this crack had occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The pod was worn on the leg. For treatment, the patient changed out the pod and gave correction bolus.